Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the customer reported there was a loose connection with the transfer set; loose connection is a known cause of se 2240 alarm.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during drain 2 of 4 on the home choice (hc) and during troubleshooting the hp stated there was a loose connection with the transfer set. The technical service representative (tsr) assisted the home patient (hp) to clear the errors and advised the hp of the errors meaning. The hp would continue therapy with a new setup. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional relevant information becomes available, then a follow up MDR will be submitted.